Event description:
It was reported the bd vacutainer® serum blood collection tube had foreign matter found in the tube, biological and non-biological. The following information was provided by the initial reporter. The customer stated: fm in tube ×1.

Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation of material # 365905, batch # 0323658. The sample was evaluated by visual examination and the indicated failure mode for foreign matter (silica clump) in the tube with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to a coating buildup of silica on the coater nozzles which then flaked off into the tube during manufacturing. The white foreign matter inside the tube is a piece of silica coating material. The tubes should have been discarded prior to packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® serum blood collection tube had foreign matter found in the tube, biological and non-biological. The following information was provided by the initial reporter. The customer stated: fm in tube ×1.